Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further info will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error during prime. Troubleshooting was performed and the displacement test failed. Requested customer to change the infusion set and the reservoir, but the alarm reoccurred. Advised customer to contact her dr and obtain a back up plan. No blood glucose level was reported and further info was not provided.